Event description:
The facility reported a flogard infusion pump that "did not work." It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that "did not work" was confirmed in the sample evaluation as left force sensing resistors (fsrs) problem. The cause of the problem was damage in left fsr. Service replaced the left fsr to fix the problem.